Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke off in the skin. Customer stated that she thinks that more than the sensor came out. Customer stated that when she looked at the x-ray, she thinks that the needle also broke off. Customer went to the emergency room because she was throwing up and her stomach was swelling up. Customer was not running a fever but her blood glucose went up to 700 mg/dl. Customer stated that the surgeon tried to remove the sensor cannula in the office but he could not. The surgeon stated that she would need surgery to remove it. Customer's blood glucose was 218 mg/dl at the time of the incident. Customer went to the surgeon on (B)(6) 2015. Customer reported that the sensor cannula was not intact. Customer was advised to return the sensor for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found bent and retracted inside of the sensor. It could not be confirmed if the customer received the sensor in this condition as it was returned opened and used. No broken or missing parts were noted.